Event description:
During surgery, the stryker suction/irrigator device was being used for irrigating inside patient's abdomen when some irrigation fluid from the fluid bag dripped towards the battery chamber of the device and leaked blackish fluid and particles from the chamber towards the floor. Irrigation used from fluid bag towards patient's abdomen was clear with no black particles nor any discoloration, same with inside the irrigation tubing. Sequestered the device. The device was at fault, the fluid was from irrigation bag spiked by the irrigator with some fluid seeping from the spiked bag towards the inside of the battery case. There seems to be an opening between the spike introducer and the upper chamber area that let the fluid in which was not supposed to (considering this is a closed chamber)